Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power-on reset. The power-on reset is believed to be caused by external defibrillation. The device was tested on the bench and using automated test equipment, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired due to cardiac arrest. Review of the device image revealed that the patient received therapy for ventricular fibrillation. One complete vf episode was stored which was successfully defibrillated by the device. Shortly after, another vf started. This was also successfully terminated by the device. Another episode of vf occurred, but the device went into back-up vvi mode and no further information was recorded. It was also noted the patient received external defibrillation, but it is not known when the external defibrillation was given and it is not known if it was the cause of the device going into back-up mode.